Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap alarmed error code 59 and would not allow mode changes. The customer attempted to change the mode to biphasic mode and was unsuccessful. At this time is unknown if there was any patient involvement associated with the reported issue.